Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. After the console arrive in danvers, it was found that the power supply cable for optical bench was loosened. Therefore, the supply voltage to optical bench was insufficient and led to the controller error alarm. The root cause of the controller error (yellow alarm) was the loose optical bench power supply cable. This report is being filed as part of a retrospective review of historical records.